Event description:
This senior medical affairs specialist reviewed the information obtained by the customer care advocate, cca. The patient's onetouch ultra meter reportedly reverted to the set up mode after removing and replacing the battery the morning of the call. The alleged issue was resolved during troubleshooting. Thirty minutes after the alleged issue, the patient began sweating and shaking. These symptoms can be associated with severe hypoglycemia. The patient, who self treats with lantus insulin, and metformin and actos (oral diabetes medication), received no treatment. The cca replaced the meter and test strips. This complaint is MDR reportable due to the alleged symptoms that can be associated with a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.